Manufacturer narrative:
This report is submitted on march 20, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Subsequently, a topical antibiotic was administered.